Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device was displaying unk error messages. The device was being used during surgery. There was no user or pt injury. There was no medical intervention. It is unk if delay occurred. There was no additional info provided.